Event description:
Info received indicates, the stretcher would not go into the steer function and the brakes would not engage at head end.

Manufacturer narrative:
The tech used a brake/steer upgrade to repair the stretcher.